Manufacturer narrative:
(B)(4). (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient underwent the removal of metal hardware in preparation for an ankle fusion. The patient had distal tibia fracture which was initially treated with an anterolateral distal tibia locking compression plate (lcp) and a 3.5mm lcp hook plate on medial malleolus (implanted (B)(6) 2015). The patient had non-union and was being revised on (B)(6) 2015 to an ankle fusion. X-ray also confirmed that the implanted plate was broken. This is report 2 of 2 for com-(B)(4).